Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, three years four months of post deployment, the patient complaints of abdominal pain, a computed tomography (CT) abdomen and pelvis was revealed that, there was an infrarenal inferior vena cava filter in place in the mid to lower abdominal inferior vena cava with its superior tip at the l1 vertebral level. 6 filter legs appear to have extraluminal extension beyond the wall of the inferior vena cava. All 6 perforating legs perforate 3mm beyond the wall of the inferior vena cava. 1 perforating leg comes in near proximity to/contacts the distal abdominal aorta. 1 perforating leg contacts the spine and 2 perforating legs contact the duodenum. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc). Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 12/2016).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and respiratory failure. At some time post filter deployment, it was alleged that the filter struts perforated the inferior vena cava vein. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.